Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
Same case as MDR ID# 2134265-2015-09334. It was reported that inadequate apposition of stent and stent thrombosis occurred. The 90% stenosed, 78 x 2.75-3.5mm target lesion was located in the mildly tortuous and moderately calcified left main (lm) artery extending to the mid and distal of the left anterior descending (lad) artery. A non-bsc stent was deployed covering the mid and distal lad, a 2.75x24mm promus element plus drug-eluting stent was deployed in the proximal lad, and a 3.00x16mm promus element plus drug-eluting stent was deployed covering the lm extending to the lad. The three stents were deployed in a series. Intravenous ultrasound (ivus) was then performed and it was noted that the 2.75x24mm and 3.00x16mm promus element plus drug-eluting stents were not fully deployed. Subsequently, a 3.0mm quantum maverick balloon catheter was advanced to post-dilate the stents. Ivus was performed again and it was confirmed that the stents are now fully deployed. However, as the physician was about to close the procedure, the patient experienced acute stent thrombosis. Subsequently, the patient was treated with thrombolysis therapy and thrombus aspiration. The thrombosis was resolved but at the same time, the 2.75x24mm and 3.00x16mm promus element plus drug-eluting stents were noted to have retracted again. No additional intervention was performed and the procedure was completed. No further patient complications were reported and the patient's status was stable, but was kept under careful monitoring.